Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user forgot to announce a lunch meal and experienced hyperglycemia with a blood glucose of 363 mg/dl after previously running high and changing out insulin supplies due to running out. Symptoms included hyperglycemia. Outcomes included no reported alerts, alarms, or need for emergency care. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction and user error related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was user error.